Manufacturer narrative:
The complaint investigation was performed which included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 62000un19. Return testing was not completed as returns were not available. A review of complaint activity determined that there was normal complaint activity for reagent lot 62000un19. Review of tracking and trending reports did not identify any related trends for the of architect stat troponin-I reagent. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. The overall performance of reagent lot 62000un19 was evaluated using world wide field data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 62000un19 are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 62000un19. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect stat troponin-I for lot number 62000un19 was identified.

Event description:
The customer reported falsely elevated architect stat troponin results on one patient. The results provided were: on (B)(6) 2020, initial result = 0.634 ng/ml (customer cutoff <0.034 ng/ml). The patient was sent to the ER for a redraw and the result = <0.01 ng/ml, and another redraw = 0.014 ng/ml. The customer performed a precision run on the first sample that resulted 0.634 ng/ml and the results were between 0.014 and 0.032 ng/ml. No impact to patient management was reported.